Event description:
It was reported that the patient received inappropriate shocks due to sensing of noise by the right ventricular lead. The lead was capped. The lead was later explanted and replaced due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. The outer tubing overlay was melted, breached cut and had cosmetic environmental stress cracking. The outer insulation was breached cut and had a cosmetic depression. The inner tubing was cut. The distal conductor was distorted and contained blood/body fluid. Apparent explant damage was noted.